Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 405 mg/dl. Customer advised the insulin pump had a circle with a black dot in the middle. Customer pressed the act button which resulted in completing the rewind process and the priming the insulin pump. Customer declined to troubleshoot for high blood glucose.